Event description:
On (B)(6) 2010, the pt was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6) 2010, the pt had a follow-up computed tomography angiography which revealed a proximal type I endoleak and no wall apposition of the trunk-ipsilateral lege component. On (B)(6) 2010, the pt underwent a reintervention where the trunk-ipsilateral leg components was reballooned. The wall apposition was restored and the endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. The pt's aorta measured 21mm. The device implanted for an aortic diameter of 22-23mm. According to the gore excluder aaa endoprosthesis instructions for use, determine accurate size of anatomy and proper size of trunk-ipsilateral component.